Event description:
Voluntary event report (mw5068218) was received by richard wolf medical instruments corporation (rwmic) indicating one of the prongs on the device in question broke off in patient pelvis during a case. An x-ray was required in order to locate foreign object and it was retrieved with another device. This caused a delay in procedure that may have put patient at risk. No injury to patient or staff was reported. Device consists of three parts: handle, sheath, forceps insert. Handle is manufactured by rwmic and then sent to endoplus where they manufacture the sheath and forceps insert. Endoplus then combines the three parts and returns a complete device to (B)(4) for distribution. Manufacture date - unknown (lot number not given). Customer purchase date - unknown (lot number not given). Request for additional/missing information has been sent to user facility, no response as of 07apr2017. Device was has not yet been received at rwmic as of 07apr2017. Device will be sent to endoplus for investigation if and when it is returned to rwmic. Rwmic considers this matter closed. However, in the event rwmic receives the device or any additional information, rwmic will provide manufacturer of the forceps insert (endoplus) with follow-up information/device.